Event description:
The user received erratic results for several assays. Of the data provided, the results for two samples were discrepant. All repeat testing was performed on the integra 800. Sample 1 initial calcium result was 18.8 mg/dl with a data flag, repeat result was 10.1 mg/dl. The initial result was reported and a corrected report was called. The user did not have information concerning treatment or adverse effects to the patient. On (B) (6) 2010 from a (B) (6) female, sample 2 initial glucose result was 14.1 mg/dl with a data flag, repeat result was 111 mg/dl. The initial result was not reported. The calcium reagent lot number was 61828901 and the glucose reagent lot number was 61774601. The field service representative determined one of the detergent nozzle vacuum lines was not evacuating the cuvette and was overflowing into two bordering cuvettes. He checked the analyzer for issues and the operator noticed loose particles in the reaction bath filter. He cleaned and flushed the reaction bath, replaced cuvette sections and reinstalled the loose vacuum line at the vacuum vessel. He verified the analyzer was evacuating and rinsing cuvettes. He verified the analyzer operation by running successful cell blanks, calibrations, controls and precision testing.